Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. The patient experienced vomiting and polydipsia. She went to the emergency room where the cgm was reading 325 mg/dl and the blood glucose reading was 488 mg/dl. The patient was treated with 10 units unspecified fast acting insulin and was admitted overnight. There was no documentation of additional medical intervention for hyperglycemia. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.